Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was over 600 mg/dl at the time of the incident. The customer stated that they did not get insulin. The customer pulled out the insulin pump after 12 hrs and found that the cannula was bent. It was reported that the insulin pump did not have any alarms. The customer declined troubleshooting. The insulin pump will not be returned for analysis. The infusion set will be returned for analysis.